Event description:
In 2003 the medical examiner called medtronic minimed to request to look for a letter of analysis. It states that the customer passed away in 2003. Cause unknown. The end user was wearing the pump at the time of death. On 11/2003 unomedical received the complaint and 1 used set.